Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The evaluation of the returned device confirmed the implant coil was broken from the delivery pusher, and revealed evidence of being stretched and snared. The root cause of this complaint is likely due to the device being exposed to a force that exceeded the maximum tensile specification. (B)(4)

Event description:
The customer reported that during the embolization treatment of a fistulae, as the coil was deployed, it entered into an unintended pouch. As the coil was repositioned, the coil prematurely detached within the microcatheter. A snare was used to retrieve the coil successfully. Additional coils were deployed to complete the case without incident. No harm was reported.